Manufacturer narrative:
As received, the device was interrogated and found in backup mode. Analysis of the device image determined that backup occurred due to a parity error. The parity error was reproduced when the device was tested at low temperature, indicating an integrated circuit temperature sensitivity issue. Further testing determined the device battery is above elective replacement battery level. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The reported event of backup mode was confirmed.

Event description:
The device was returned from the field due to the device being in backup mode. The device had never been implanted and there was no patient involved. No further information is available.